Event description:
On (B)(6) 2022 a patient underwent a discectomy procedure from l5 to s1. While removing tissue between the l5 and s1 disc space the surgeon commented the disc space was quite collapsed and the upper jaw of the rongeur fractured off while rotating within the disc space. The fractured portion was confirmed to be retrieved by xray and there were no adverse consequence to the patient were reported.

Manufacturer narrative:
No device was return for evaluation and no radiographs could be provided confirming the alleged failure. Review of the reported event identified the patients disc space was collapsed and suggestively required additional force to manipulate with the space and is a possible contributing factor. Although review of the manufacturing history found the device was release in the field over 6 years ago suggesting the root cause to be the result of age wear fatigue and excessive forces. The patient experienced no adverse consequence as a result of the failure. No additional investigation required. Label review " warnings, cautions and precautions: do not implant the instruments - complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient" "pre-operative warnings - the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury" "intra-operative warnings - if any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted" #9402702.